Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited possible oversensing resulting in pacing inhibition in a pacer dependent patient.